Manufacturer narrative:
Concomitant medical products: item# 11-103205, taperloc lat pc 11mm t1, lot# 190120; item# 139252, m2a-magnum 42-50mm tpr insrt-6, lot# 787550. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034--2017-00332).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately 7 years post-implantation due to elevated chromium and cobalt levels, pain and discomfort. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Receipt of medical records it is stated thick brownish-black fluid was present and had the appearance of metallosis type reaction. The acetabular component was completely intact and stable.